Event description:
It was reported that atrial lead dislodgement was noted via fluoroscopy. The patients medical chart showed a history of atrial undersensing. A lead revision attempt was unsuccessful. The lead was explanted and replaced.